Event description:
It is alleged that the anesthesia machine could deliver nitrous oxide w/o the presence of oxygen. There was no report of pt involvement. Ge healthcare's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.